Event description:
The recipient reportedly experienced an infection at the implant site following a hair treatment that was subjected to heat. The recipient was given antibiotic treatment, however, the issue did not resolve. The recipient's device was explanted and the area was cleaned. The recipient's infection resolved following explant surgery. The recipient will be reimplanted at a later time.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed. In addition, severe tool damage was observed on the case-band braze. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is due to damage believed to have occurred during revision surgery. The electrode condition prevented an electrical test from being performed. The output capacitor leakage test revealed readings outside the limits. This is due to damage believed to have occurred during revision surgery. This device was explanted for medical reasons. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.